Event description:
Additional information received that the noise observed on the right ventricular lead resulted in oversensing.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During a clinic follow-up, noise was observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.